Event description:
Medtronic received a communication regarding pilot balloon. The customer reported a cuff inflation/deflation issue. The customer indicated that there was no patient involvement associated to this event. The customer reported that there is no hospital, clinic or other medical facility associated with this event and there is no physician (doctor) or other healthcare professional associated with this event.